Manufacturer narrative:
Patient date of birth and age unavailable. Patient weight unavailable. Device lot number and expiration date unavailable.

Event description:
A procedure commenced to extract one right ventricular (rv) lead due to infection, using a glidelight device, model 500-302. After reaching the right atrial/superior vena cava (ra/svc) junction, the patient's blood pressure dropped. Rescue efforts commenced immediately, and an injury was discovered in the svc/innominate region. However, using trans esophageal echocardiogram (tee), it was also discovered there was an aortic dissection occurring simultaneously, an event unrelated to the extraction procedure. Rescue efforts continued, including extracorporeal membrane oxygenation (ECMO) and a pericardial window. A sternotomy was not performed, per surgeon's decision. The patient did not survive.